Manufacturer narrative:
The investigation has been completed. The console (B)(6)) was sent back for further investigation. Controller error and loss of optical data could not be reproduced. This is a known pattern failure, which is characterized by a loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. The failure was resolved by console power cycling. Controller error and loss of optical data could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a controller error yellow alarm, which was resolved through console replacement. There was no patient invovled.